Manufacturer narrative:
A ge service representative performed an on site investigation. The battery was replaced during the service call. The system was tested and found to be working as intended and put back in to service.

Event description:
It was reported the system intermittently failed to x-ray. There are no reports of pt injury or death associated with this event.